Event description:
Patient was revised to address loosening of the femoral and tibial.

Manufacturer narrative:
Examination of the submitted products did not identify any evidence confirming the reported device loosening or of product failure. A search of the warsaw and leeds complaint databases did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.